Event description:
It was reported that a critical alarm was heard and the patient was experiencing symptoms. A critical alarm was confirmed by telemetry. The pump report confirmed an alarm due to a zero ml reservoir volume reached. Reporter stated that the patient was experiencing a symptom of spasms. Healthcare provider indicated that he "had been with the patient for 45 min and said he looked fine." The medication in the pump was lioresal (baclofen). Additional information was requested, however, not yet available at the time of this report.

Event description:
Additional information received reported that both low reservoir and empty revoir alarm were seen when the health care professional interrogated the pump. The health care professional aspirated 0.1 ml of drug from reservoir before refill.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).